Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, urinary frequency / polyuria, polydipsia, headache, elevated ketones/diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The customer reported blood glucose value of 1033 mg/dl. The event involved product(s) unk_ngp, unomedical, unk_sensor, mmt-332a. Troubleshooting was performed. No further patient complications were reported. No product return is required for unk_ngp, unomedical, unk_sensor and mmt-332a. Frn-mmt-332a-rsvr, unomed set, ozp-unk_sensor. Updated summery: it was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose and the difference was more than 30%. Reported sensor glucose value 50 mg/dl and blood glucose value 1033 mg/dl at the time of the incident .and customer experienced hyperglycemia, urinary frequency / polyuria, polydipsia, headache, elevated ketones/diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The customer reported blood glucose value of 1033 mg/dl. The event involved product(s) unk_ngp, unomedical, unk_sensor, mmt-332a. Troubleshooting was performed. No further patient complications were reported. No product return is required for unk_ngp, unomedical, unk_sensor and mmt-332a.